Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The ups was replaced and the software was reloaded. The system was tested and operated as intended.

Event description:
The customer reported the 9900 system displayed a communication error message and would not boot. No patient injury was reported.